Manufacturer narrative:
Patient weight not available. Other relevant device(s) are: product ID: 9735737, software version: unknown. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. It was reported that intr a-operatively, the site was having difficulty registering their patient. The registration would take a long time to calculate and when it was completed the calculation, the registration was off. The procedure was completed using a different navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. It was noted that a representative was unable to replicate the issue with the head 3 with tumor demo head.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. . If information is provided in the future, a supplemental report will be issued.